Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device remains implanted in the patient. In this case, the cause of the aortic stenosis is unknown; however, may be due to the patient¿s factors (esrd) and/or the mechanisms described above. Other potential contributing factors are unknown as limited clinical information was provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 5 years and 4 months post implantation of a 23mm sapien xt valve, a 23mm sapien 3 ultra valve was deployed by transfemoral approach. The procedure was a success and the patient was discharged 2 days post procedure. Upon review of medical records, an echo performed at 5 years and 2 months, revealed a bioprosthetic aortic valve present with a mean gradient 46mmhg, aortic valve area of 0.75cm2 suggestive of prosthetic aortic valve stenosis. The gradients were significantly increased compared to echo approximately 1-year post procedure. Per report, this patient is on chronic dialysis.

Manufacturer narrative:
A supplemental MDR is being submitted for a correction. The section narrative text (h10) has been updated. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device remains implanted in the patient. In this case, the cause of the aortic stenosis is unknown; however, may be due to the patient¿s factors (esrd) and/or the mechanisms described above.

Manufacturer narrative:
Reference CAPA-20-00141.